Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. The explanted device was returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting inadequate stimulation. After testing both leads in place, high impedance reading were all over the place. The patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the lead that was explanted and replaced was the same lead that had migrated.

Event description:
A report was received that the patient was getting inadequate stimulation. After testing both leads in place, high impedance reading were all over the place. The patient underwent a revision procedure wherein a lead was replaced. The patient was doing well postoperatively.